Manufacturer narrative:
The customers report that the female luer adapter end had a visible crack which caused blood leakage was confirmed. Visual inspection observed a crack running along the length of the female luer; leakage was observed from the crack during a flush through. The root cause that the female luer adapter end had a visible crack which caused blood leakage was not determined.

Event description:
The reported feedback suggests that the female luer adapter end had a visible crack which caused blood leakage.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that the female luer adapter end had a visible crack which caused blood leakage.